Event description:
It was reported that the drain from the left knee was being easily removed without resistance, however the tip broke off inside the patient. The patient was sent to the or for an arthrotomy, where the tip was floating within the knee joint. The drain was sent to pathology.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this wound drainage product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the wound drainage product labeling are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain from the left knee was being easily removed without resistance, however the tip broke off inside the patient. The patient was sent to the or for an arthrotomy, where the tip was floating within the knee joint. The drain was sent to pathology.